Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and an unknown right ventricular (rv) lead exhibited noise which was oversensed resulting in pacing inhibition and asystole for a few seconds. Additionally, it was confirmed that no interventions was done and that the ts indicated that it was a bubble of air causing the noise that was oversensed shortly after the completion of the implant procedure. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.